Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced hypoglycemia event and eventually got hospitalized for overnight on (B)(6) 2025. The blood glucose level was 1.8 mg/dl at the time of event. The patient was unconscious during the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.